Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-may-2024 it was reported that two infusion set was fell off during use. No further information available